Event description:
The customer reported 2 false positive results with the ID now covid-19 assay performed on a unknown date. This report addresses patient results two (2) of two (2). The patient tested positive with the ID now covid-19 assay. After being admitted, pcr testing was performed which generated negative results. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Event date is an approximation. This report is being filed on an international product, list number 190-000j, that has a similar product distributed in the us, list number 190-000. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. Please reference all related MFR. Report numbers: 1221359-2022-05297.